Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "biocell warranty", "extreme pain", and "swollen lymph nodes."

Event description:
Patient's spouse reported right side "biocell warranty", "extreme pain", and "swollen lymph nodes." Patient additionally reported "bii"; this is not device related. Device remains implanted.